Event description:
It was reported that the patient presented in clinic due to atrial fibrillation. The patient received two cardioversions to resolve the event. While the patient was in clinic, a device interrogation was performed and revealed that their right ventricular (rv) lead exhibited failure to capture. A chest x-ray was performed and revealed the rv lead had dislodged. The patient remained stable leading up to the revision procedure. During the revision procedure, it was noted that the helix of the rv lead failed to extend. The rv lead was explanted and replaced. After connection to the new rv lead, it was noted that the patient's pacemaker failed to be put into pacing system analyzer mode and had difficulty communicating with the programmer. The pacemaker was explanted and replaced. The patient was stable throughout.